Event description:
It was reported that durin ga prostate procedure, the tip of the side-firing fiber was noted to have broken off & 30,000 joules of use. It is unk if the tip broke off inside of the pt at the time of the detachment, however, it appears it may have been during use. The fiber tip was reported to have been retrieved. The procedure was completed with a second fiber. No injury to the pt was reported.

Manufacturer narrative:
The component codes fiber and cap are associated with the device code broke.